Event description:
It was reported that the customer had ongoing issues getting the cartridge to fit into the pump. Due to delay in insulin therapy the customer reported a blood glucose level of "high", although specific value was not provided. The customer addressed the elevated bg via manual injection of insulin. Reportedly the customer eventually managed to get the cartridge the snap into the pump correctly and continued to use the pump for insulin therapy.